Manufacturer narrative:
Investigation: the complaint of the catheter displaying a poor images was investigated. The returned catheter was inspected and tested, and found to pass testing. Visual inspection found the cause was incomplete insertion into the swiftlink connector. The user should use care to ensure catheter connector is fully engaged into the swiftlink before locking down. If the catheter is found to be only partially inserted, recovery is achieved by unlocking the swiftlink, fully inserting catheter, and relocking the swiftlink.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during the mapping phase, the catheter generated a poor quality image when it was connected to the ultrasound system. By this time the patient who was reported to be in his teens was already under sedation and the catheter had been inserted for a planned accessory pathway ablation procedure. While the physician was attempting to visualize the intracardiac structures, the physician stated that the images were not good and not up to standards. The physician pulled out the catheter and reinserted a new catheter and the issue was resolved. There was a report of delay but just long enough to change the catheter. There was no loss of data and there was no patient adverse event reported. No additional information was provided.